Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the injector brushed over iol while prepping for insertion, risk of scratched lens with confirmed no patient contact. There are four medical device reports associated with this patient. This report is 1 of 4.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the injector brushed over iol while prepping for insertion, risk of scratched lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).